Event description:
Discordant results were obtained on multiple patient samples on an advia centaur xp instrument while quality controls (qc) were out of range. It is unknown what methods the samples were tested for. Three discordant results were released to the physician(s) but were immediately re-called by the operator. The samples were repeated on an alternate instrument, and the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the cleaning solution had been depleted and the operator attempted to replenish the solution and prime the system, but air was present in the system. The operator performed multiple rinse cycles to flush the air from the system. The operator then ran qc, but loaded patient samples prior to completion of qc. When the operator realized that qc had failed, they re-called the three patient samples which had been reported to the physician(s). The operator performed troubleshooting and discovered that aspirate probe 1 would not aspirate. The operator proactively replaced pinch valve 2 and cleared a clog between valve 38 and the aspirate nozzle. Qc were run, resulting within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse verified that the instrument was functioning properly after the operator performed troubleshooting. The cse ran qc which resulted within range. The cause of the qc being out of range is unknown. The cause of the operator releasing results from a failed qc run was a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.